Event description:
It was reported that after opening a box containing an intraocuar lens (iol), it was found that the packaging inside was not well sealed. The doctor deemed the product no longer sterile and did not use the iol for surgery. No further information was provided.

Manufacturer narrative:
Not applicable, as there was no patient contact with the product. Implant date: not applicable, no patient contact with product. Explant date: not applicable, no patient contact with product. Email address: unknown/not provided. Reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: date returned to manufacturer: 10 jan 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint product was received in the original folding carton. Visual inspection under magnification revealed that both sterilization pouches were sealed. The heat seals were inspected and presented with no issues. A crinkle was observed near one of the heats however, it was determined that the crinkle did not affect the seal of the product. Therefore, the complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.